Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos, cpos, ps1, ps2 power supplies, and the interconnect cable were replaced. The system software was updated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that communication errors were displayed on the system. No patient injury was reported.